Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a pt underwent generator and lead replacement surgery due to high lead impedance. Follow up with the rptr revealed "the leads were broken", no x-rays were performed prior to the vns replacement surgery, and that the pt had unspecified trauma. The high lead impedance was initially noted at the replacement surgery when the new vns generator was attached to the resident lead. The explanted lead and generator were returned for analysis. The generator end of service flag was set to "yes", but performed per specifications. Analysis of the lead portions returned identified that a portion of the connector ring and connector pin quadfilar coils appeared to be broken (not more than 20mm from the end of the electrode bifurcation). Scanning electron microscopy was performed on the connector ring quadfilar coil break and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Scanning electron microscopy was performed on the connector pin quadfilar coil breaks and identified the area on two of the coil strands as having extensive pitting which prevented identification of the coil fracture type. The area at the end of the connector pin quadfilar coil was identified as being thin with extensive pitting which prevented identification of the coil fracture type and evidence of electro-etching on the surface of the coil. During the visual analysis of the returned 20mm portion, the end of the 1st quadfilar coil appeared to be cut/broken and the end of the 2nd quadfilar coil appeared to be melted (near the anchor tether). Scanning electron microscopy was performed on the 1st quadfilar coil break and identified the area on one of the coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and not pitting. Scanning electron microscopy was performed on the 2nd quadfilar coil and identified the area as having the appearance of being melted, with re-solidified material (evidence of being melted at one time) and pitting on the coil. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. It is unk exactly what caused the quadfilar coil to melt. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. An abraded opening was observed on the connector ring inner silicone tubing approximately 18mm-19mm from the end of the electrode bifurcation. An abraded opening was observed on the outer silicone tubing approximately 272mm-273mm from the end of the connector boot. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure, no other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.